Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon trial was reported. The event was confirmed via visual inspection of the returned device. Method & results: -product evaluation and results: visual inspection of the returned device indicates surface damage is present with a fractured posterior edge. Examination of the returned device with engineer indicated that the device is fractured due to an overload condition as indicated by hackles observed on fracture surface. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusions: it was reported that 'broke the 6x9mm poly trial when extracting after trialing'. Visual inspection of the provided photograph show a trial triathlon insert with evidence of the posterior edge of the device being fractured off. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No additional information.

Event description:
Broke the 6x9mm poly trial when extracting after trialing.